Event description:
Same case as MDR ID#: 2134265-2009-03920. It was reported post a stenting treatment procedure, the patient experienced an mi and thrombosis. In (B)(6) 2005, the patient was initially admitted for further evaluation with progressive angina pectoris and an abnormal stress test showing inferior wall ischemia. The subtotally occluded right coronary artery (rca) had distal timi1 flow with ipsilateral collaterals. Vascular access was gained via the right femoral artery. Following angiography, a .014 pt graphix guide wire was advanced and a 2.25x30 maverick balloon was inflated to 16 atms in the mid rca. A 3.0x32mm unspecified stent was used in an attempt to unsuccessfully cross the lesion in the mid rca. Therefore, a 3.0x30mm maverick balloon was advanced and dilated to 14-16 atms. The stent was attempted again; however, was still unsuccessful. A 3.0x15mm quantum balloon was advanced and inflated to 16-18 atms in the mid rca as well as in the mid proximal rca at 14 atms. A 3.0x32mm express2 taxus stent was then deployed at 18 atms in the mid rca with excellent results. When the balloon was removed, significant disease was noted in the proximal rca. A 3.0x15mm quantum balloon was readvanced and utilized to dilate the proximal rca. A 3.0x12mm express2 taxus stent was deployed in the proximal rca at 16atms with excellent results. The stent balloon was then partially withdrawn and utilized to dilate the ostial portion of the rca at 14 atms. There was no residual stenosis. The patient was to be discharged on aspirin and plavix. In (B)(6) 2007, the patient was admitted to the ER with chest pain and st segment elevation in the inferior leads with reciprocal st-t wave changes in anterolateral leads. Patient was also experiencing diaphoresis and nausea. The patient had discontinued coumadin and plavix approximately one week earlier in preparation for an intervention and surgery. Vascular access was gained via the right femoral artery. A 6fr sheath was inserted. Angiography showed that the patient was experiencing a complete heart block with hypotension, and a temporary pacemaker was inserted and an intra-aortic balloon pump and unspecified swanz gans catheter were placed. The patient was noted to have total occlusion of the mid right coronary artery with no flow distally. There is significant tortuosity at the distal end of the stent where there is total occlusion. A 2.75x20mm unspecified balloon was unable to cross the totally occluded distal end of the stent. A 1.5mm maverick balloon catheter was able to cross with some difficulty. The balloon was inflated at the mid portion of the segment as well as the distal portion of the rca. There was noted to be approximately 75-80% stenosis. The balloon catheter was removed and replaced with a 2.0, 2.5 and 2.75 mm unspecified balloon catheters in succession with successful inflation in the mid and distal rca. However, in spite of multiple inflations, the patient was noted to have suboptimal results at the distal end of the stent. Therefore, a 3x12mm non-bsc stent was advanced and placed at 18atms. The patient was also noted to have 70% stenosis at the ostium of the rca which was treated with 3.mm unspecified balloon inflations as well as placement of a 3.0x8mm non-bsc stent. There was good flow in the proximal, mid and distal portions of the rca, however, distal embolization which appears to be arising from the mid rca to the posterior left ventricular branch and posterior artery was noted. The patient was started on an IV integrilin drip which appeared to have recannulized the posterior descending artery; however, the posterior left ventricular branch still appeared to be occluded. There was complete resolution of the st segment elevation in the inferior leads. The temporary pacemaker, arterial sheath and intra-aortic balloon pump were left in place.

Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).